Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 38 x 3.50mm promus elite mr drug eluting stent was advanced for treatment. However, the device could not cross the lesion site due to the very tortuous anatomy of the vessel. After multiple attempts the physician was still unable to cross the lesion, so the physician completed the procedure with a different device. There were no patient complications reported. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 23cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 23cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 17-june-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 38 x 3.50mm promus elite mr drug eluting stent was advanced for treatment. However, the device could not cross the lesion site due to the very tortuous anatomy of the vessel. After multiple attempts the physician was still unable to cross the lesion, so the physician completed the procedure with a different device. There were no patient complications reported. However, returned device analysis revealed shaft break. It was further reported that the shaft break occurred post procedure while the device was being repackaged for returning the device for analysis.